Event description:
It was reported that there was far field r-wave (ffrw) oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: addrl1, serial# (B)(4), implanted: (B)(6) 2012; 5076, implantable pacing lead, implanted: (B)(6) 2012. (B)(4).